Event description:
Pt came for partial breast radiation treatment with a contoura multilumen balloon, mfg by bard biopsy systems. Device ref# b113-45, lot# rexd0061. Balloon was initially filled to 61cc of saline as determined by CT scan on (B)(6) 2013. When the pt returned for treatment on (B)(6) 2013, the balloon had lost approx 20cc of saline and had to be filled back to 61cc. On each of the 10 treatment, the balloon had lost volume and had to be filled with 5-10cc. Reason for use: breast cancer.